Event description:
It was reported that the right ventricular (rv) lead had increased short interval counts (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2007 (B)(6); a7700-27 mechanical heart valve 1986 (B)(6). (B)(4).